Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement reported.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc set with multiple components , including a guide wire, for analysis. No clear signs of use were observed. Visual inspection of the guide wire revealed no obvious defects or anomalies. No kinks were observed on the guide wire or the advancer tube. The distal j bend was intact. Microscopic examination of the guide wire confirmed both welds were present and appeared full and spherical. The guide wire length measured 456mm, which is within the specifications of 450-458mm per product drawing. The guide wire outer diameter measured 0.801mm, which is within the specifications of 0.788-0.826mm per product drawing. Functional inspection of the guide wire was performed per the instructions for use (IFU) provided with the kit , which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and a lab inventory 18 ga introducer needle with no resistance. A manual tug test confirmed both welds were secure on the guide wire and intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "read all package insert warnings, precautions and instructions prior to use. Failure to do so may result in severe patient injury or death." The customer report of a kinked guide wire could not be confirmed through complaint investigation of the returned sample. Visual inspection and microscopic examination of the guide wire revealed no kinks or defects. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.